Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, repeated error 23025 occurred before docking the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse reviewed the logs and found error 23025 pointing to the master tool manipulator left (mtml) on the surgeon side console (ssc). The tse advised the customer to perform a hard power cycle of the ssc and exercise the mtml in the powered off state. The customer followed the advice but the issue remained. Intuitive surgical, inc. (Isi) followed up with the doctors and obtained the following additional information: ports were already placed when the issue was identified. The system functionality was checked upon powering on the system. The system was powered on with errors. Technical support was contacted and troubleshooting was completed, resulting in field service being dispatched. The procedure was aborted and the port incisions were closed. The procedure was completed on a later date.

Manufacturer narrative:
It was reported that during a da vinci-assisted procedure, repeated error 23025. Based on the claim against the product by the customer noting repeated error 23025, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported failure. The fse replaced the master tool manipulator left (mtml) as a fix. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure (error 23025 along axis 3) was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No trouble was found. The complaint regarding error 23025 was not confirmed based on failure analysis. A review of the system logs confirms the procedure was not started on the reported event date of 22-feb-2023 using system sk4155 matching the documented event details. The probable root cause of error 23025 cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of mtml found no product issue. The part was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned part revealed no issues related to the customer reported event.